Event description:
It was reported that the patient presented for an initial procedure. During the implant, the right atrial lead exhibited low impedance. After multiple testing maneuvers, it was decided not to use the lead, and a new lead was implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.